Event description:
It was reported that there was an EKG fault. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddles, which were replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.